Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flow regulator set was broken, and fluid leaked after the set was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additionally, the set broke (the line ruptured) due to the clamp. The set was replaced to resolve the event. The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The retention samples were functionally tested which identified indentation markings after engaging the slide clamps (which indicates signs of usage); however, no damaged (scratches or cuts) were present. Additionally, slide clamps from different cavities during manufacturing were submitted to dimensional analysis which conformed to specifications. The slide clamps were functionally tested engaging the slide clamps and indentation markings were observed indicating use; however, no damaged (scratches or cuts) were present. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.